Manufacturer narrative:
Technician found that the head up function was not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue. Bed located in storage area.

Event description:
Info received that the head up function was not working. No injury reported.